Manufacturer narrative:
A review of the (B)(4) service history was performed and found no contributing factors to the current complaint. There have been no further occurrences of discrepant stat high sensitive troponin-I results generated using (B)(4) after the current complaint was received. A review of tracking and trending for the alinity I did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity I processing module, serial number (B)(4) was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a (B)(6) year old male patient. The following data was provided (laboratory's male patient cutoff: <26 ng/l): (B)(6) 2021, sid (B)(6), initial result = 42.5 ng/l, repeat = 7.1 ng/l. No impact to patient management was reported.